Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was neither confirmed nor reproduced during service evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a manual tube release problem, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the general nursing department. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).